Event description:
It was reported the patient¿s extensions were very superficial. It was noted they had not protruded or eroded through the skin yet but the clinician was going to do an extension revision surgery today. Additional information received three days later reported both extensions were revised, replaced, and tunneled to the contralateral side. A new primary cell battery was also implanted on the contralateral side. Additional information received a week later reported the extensions were not malfunctioning; they were just superficial and uncomfortable.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead; product ID 3550-05, lot# n275745, implanted: (B)(6) 2011, product type: accessory. (B)(4).